Event description:
It was reported that during a repair of the ventilator, it failed internal leakage test. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and a spare part air gas module was found broken and returned for investigation. Simulated use testing of the received air gas module has reproduced the described customer issue. The review of the returned device logs confirm the reported issue. Our investigation has concluded that the reported problem with a failure during pre-use check is due to a bent pin in the air gas module´s contact. Why the pin was bent has not been determined.

Event description:
Manufacturer's ref #: (B)(4).